Event description:
Customer reported an unexpected (B)(6) result when testing a patient sample on the galileo. Customer stated that no adverse affects had resulted from the unexpected result.

Manufacturer narrative:
A synopsis of the final image for the sample is a follows: cell#/well#: rx strength: typing: donor cell: visible interp: 1 / a7, 11, r1r1, b7330, visually (B)(4) well. 2 / b7; 47; r2r2; c4618; moderate red cell adherence. Cell#/well#: rx strength: typing: donor cell: visible interp: 1 / g6, 13, r1r1, b7330, visually (B)(4) well. 2 / h6; 15; r2r2; c4618; visually (B)(4) well. Cell#/well#: rx strength: typing: donor cell: visible interp: 1 / e5, 23, r1r1, b7330, slight red cell adherence. 2 / f5, 21, r2r2, c4618, slight red cell adherence. The unexpected reaction appears to be related to the nature of the sample.